Manufacturer narrative:
No frozen screen or stuck at number 6 noted. However, the insulin pump was received with constant error alarm and was unable to communicate to the meter due to a faulty component on the radio frequency board. Unable to perform operating currents, self-test, reset error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to the alarm. The insulin pump had minor scratches to the display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed self test. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.